Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: during investigation, a review of the black box showed no activity outside of normal use. The alarm history showed consecutive call service alarms on the reported event date of 01/09/2014. The pump was primed and exercised for 24 hour with no call service alarms occurring. The pump was opened and the cgm module had a failed cold solder connection to the printed circuit board. The call service alarm issue was confirmed in the pump history but was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. When the alarm history was reviewed while troubleshooting and showed multiple call service alarms had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.